Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing and swivel were loose, the device overheated and was loud. Therefore, the reported condition was duplicated and confirmed. It was determined that overheating and noise were due to damaged bearings. It was determined that loose components and damaged bearing were due to loctite deterioration. It was determined that the device showed signs of damage caused by the sterilization process/immersion during cleaning which was failure to follow the directions for use. This was further defined as misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device heated up. There were no delays to the planned surgical procedure. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.